Event description:
It was reported that the system 9800 may exceed dosage limits when laser aiming system was installed. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. There is no malfunction. The system meets factory specs and is within federal limits. Standards require that the laser be installed when making dosage measurements. The limits of the system were adjusted to meet the lower standard. The system was tested and found to be working as intended and placed back into service.